Event description:
Customer reported that a patient sample with passive anti-d tested positive (2+) with vss494 cells 1 and 2 when incubated for 15min at a sister facility. It is the policy of the sister facility to send out an antibody work up to this reporting hospital. The patient sample was tested at this facility. The antibody screen was negative. The customer also tested the sample with vra173 and a negative result was also obtained.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were obtained. A review of complaints by lot was performed. There was one similar complaint for this lot of cells. (B)(4).